Event description:
It was reported that one week after implant there was no capture, and the lead was noted to be slightly dislodged. The doctor suspected an issue with the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.